Event description:
It was reported that during a back x-ray for an unrelated issue it was identified that a previously implanted visipro stent ( (B)(6) 2021) was fractured. The patient was referred for a CT scan, which confirmed the fracture. The patient was referred for new stenting to place a new stent inside the fractured stent ( (B)(6) 2024).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the fractured stent was discovered as a secondary finding on an ultrasound of the pelvis/ls spine on (B)(6) 2024. CT assessment was carried out on (B)(6) 2024 and the fracture was retained with a stent graft on (B)(6) 2024, due to obvious aneurysm formation at the fracture. No further complications or patient injury reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one image was provided for review. Two stents are visualized implanted in a vessel. The proximal stent has a fracture at the mid to proximal end. There does not appear to be a fracture in the distally placed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a total of 3 stents were implanted in the original procedure, but only the proximal stent was fractured. The stents were not explanted. The physician completed a repair with a covered stent relining the affected area, with a good outcome. According to the hospital, the patient is doing fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.